Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A company representative reported a twenty percent internal energy error during a refractive procedure. The laser had fired over 100 shots when the error occur. Laser passed calibration and energy check prior to treating this patient. System was recalibrated and surgery was able to be completed later that day.

Manufacturer narrative:
At the visit on site, the field service engineer (fse) exchanged the sensor. No abnormalities that could have contributed to this event were found during device history records review. The log file review confirmed this message showed up during a treatment as reported by the user. The root cause could not be identified conclusively, because the sensor was not returned. Potential contributing factor is an unintended conducting path on the sensor through inappropriately placed label or improper soldering of contacts. (B)(4).